Manufacturer narrative:
E1: patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient encountered infusion sets cannula kinked events within 3 hours after insertion. The site of insertion was abdomen. The patient treared with mdi do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.